Manufacturer narrative:
Concomitant medical products: product ID: 37752 lot# serial# (B)(4), product type: recharger. Product ID: 399930, lot# v031530, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient went to charge stimulator the night before reported date and the patient received warning message to charge the recharger appearing on the recharger. After plugging the recharger into the wall, the patient reports seeing the recharger battery charging and the first quarter was blinking. It was reported that the recharger was not plugged into the wall. It was reported while stimulation was turned on, the patient feel stimulation when standing up or lying down, but not in between. It was noted the patient didn¿t necessarily feel stimulation when sitting. It was noted that this event occurred following first implant in 1999. It was noted that this was an ongoing issue with all the device the patient have had. Additional information received reported that during a visit with the healthcare professional on (B)(6) 2013 the following was noted the generator was only replaced in 2010. Patient had 2 quad leads in place since approximately 2003. Patient status was post l1-l5 fusion. Patient had a history of multiple falls, difficulty covering pain which was migratory with current stimulator. Patient had pain with minimal relief from the spinal cord stimulator with current settings. Patient had surgery done on (B)(6) 2010. Patient had pain in right leg and across back. The patient was continuing to have coverage over right leg and low back. Impedances on contact 0 on the right were very high. The patient had a laminectomy in 2006 and had two paddle leads placed for the spinal cord stimulator at that time. The patient had had good coverage prior; however, after recent she had begun to lose coverage. A recent x-ray showed patient¿s two leads were t10-t11 interspace, midline and slightly turned to the right. Patient was able to sit, stand and walk with coverage from the stimulator. Falls were ongoing and the patient walked with 2 canes for support. The patient had weakness and numbness. Patient had kyphotic posture. Gait was antalgic and unsteady. The patient had decreased effectiveness with coverage after multiple falls recently. Reprogramming of patient was able to achieve complete coverage of pain areas in her right leg and back. Patient was now again having good coverage. Additional information received reported the patient had not been seen in the office since (B)(6) 2013.

Event description:
Additional information received reported that the patient was still having issues not being able to feel stimulation and that the stimulation was not working. It was noted that the patient had a follow up appointment and was going because she was having issues with feeling the stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wanted to know why stimulation stopped after they had stimulation set the way she wanted. The patient noted that it had been ¿at least six months¿ that they felt the ¿pulse¿ when standing up and did not feel it when sitting down. It was noted that there was a stimulation change in a different body position. The patient stated that they had to use a ¿wedge to augment¿ the position to feel stimulation. The patient also noted that they had issues with falling. The patient stated that they had bed sores that ¿took eight months to clear up.¿ the patient¿s status was unknown. The patient stated that they did not have a doctor as of (B)(6) 2014.

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy, but had not sought further help.